Event description:
It was reported that the tip of birdbeak had been broken off. There was no harm for patient, operator or third party reported. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the tip of birdbeak had been broken off. The reported event was confirmed as the evaluation revealed that the is broken off which is typically caused by applying excessive force while grasping and manipulating suture or applying excessive leveraging forces (see evaluation picture 3 + 4). Further on the surface there are solid deposits (see evaluation picture 5) and the device shows signs of metal surface oxidation on the distal end (see evaluation picture 4).